Event description:
It was reported that the pump exhibited a syringe sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both plunger cases were cracked. Syringe plunger sensor error found in pump event history log. During functional testing the syringe plunger sensor error was found during startup. The timing plates were not set properly in the plunger head. The root cause was caused by the customer's incorrect assembly of the device. Reset timing plates in the plunger head and performed syringe test and all functional tests which passed.